Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited low signal amplitude and oversensing resulting in this patient receiving inappropriate shocks in multiple different episodes. It was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode therapy had previously been programmed off. Ultimately, this electrode was explanted. No additional adverse patient effects were reported.